Manufacturer narrative:
Investigation completed on: 07/24/2025. A getinge field service engineer (fse) was dispatched to evaluate the unit, fse states, checked the machine and found system failure error showing while autofill. Manifold drive defective, needs replacement of drive manifold with new one under cmc. Replaced the manifold drive with new one, checked functionally found ok. Handed over the machine in good working condition.

Event description:
It was reported by the customer that during routine check cs300 intra-aortic balloon pump (iabp) shows system failure issue. There was no patient involvement.